Manufacturer narrative:
Insulin ump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limit alarm, no excessive no delivery/occlusion alarm, missing segment/partial display and failed battery test due to blank display. Pump received with cracked case at the display window corners and cracked lcd window. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was foggy and had rainbow effect. The customer's blood glucose value was unknown at the time of the incident. The customer stated that insulin pump had unexplained no delivery alarms, battery life was diminished. The insulin pump will not be returned for analysis.